Manufacturer narrative:
This report is submitted on november 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a poor performance with the device from onset. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the tip of the electrode was folded over within the cochlear. Subsequently, the device was explanted on (B)(6) 2017,and the patient reimplanted with a new cochlear device during the same surgery.